Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for suspected pump thrombosis. The patient experienced elevated lactate dehydrogenase (ldh) and congestive heart failure (chf) exacerbation. The patient was treated with resumption of warfarin, increase in asprin, and heparin bridge. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Review of the submitted system controller log file showed that the system appeared to be operating as intended. No atypical alarms were captured in the submitted log file and the pump remained above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.